Event description:
The end user reported that upon visual inspection prior to use, it was found that the wafer had an off-centered starter hole. The product was not used. No photo is available at this time.

Manufacturer narrative:
Device 35 of 50. Note; - the original record was previously submitted and upon further remediation of the record identified 49/50 submissions were submitted. Hence, this record which was left is being submitted now. Based on the available information, this event is deemed to be a reportable malfunction. Batch record review lot 7m02816 was manufactured on (B)(6) 2017 in the convex 2 pc building 8, with a total of 7,575 market units. Complaint investigator performed a batch record review on (B)(6) 2019 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under international commodity code (icc) 413180 system application product (sap) material identification (ID) 1161269 and manufacturing order 1378335. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: no photograph associated with this case and no unused return sample was expected. Summary of the related event: the purpose of this investigations was to determine the root cause associated investigation wafer disc decentralization, complaint malfunction skin barrier starter hole is defective, e.g. Misalignment or off center, leakage may occur for lots manufactured in convex 2 pc building 8, haina, d.r. After the use of the 6 m¿s methodology to document investigation findings, explore and analyze probable causes, it was determined the following root causes and opportunities: method opportunity: due to the fact that the occurrence of this failure mode was not constant, it had peaks of occurrence during the process, it was observed that the actual testing method (random hourly sampling) may not captured effectively the defects prior to packaging, so it was suggested the implementation of a continuous testing method to anticipate to all of the peaks. Manpower opportunity: a certification of the operators who had direct influence due to the ¿flange/wafer loading¿ process in the operation they were executing should be considered in order to reduce the learning curve effect in process and guarantee the training effectiveness. This should be performed in conjunct with the quality inspector, process engineer of such line and the supervisor. Machine: it was considered that due to the observations registered, machinery was the root cause of this incident. It was concluded that all the machinery/ tooling items complied when compared against drawing and procedure instruction (pi) specifications, however due to the demands of the process, these tooling required a dimension modification to reduce the variability of the process. Listed below were the observations. Misalignment of the wafer loading pins. Misalignment of the upper wafer loading plate. Fixation of the upper wafer loading plate and lower wafer loading plate. Actions will be taken for each factor and are going to be summarized on corrective action / preventive actions (CAPA) plan. Actions covered in this investigation will be implemented in convex 2 pc building 8 inside convatec d.r., except for automatic convex 2 pc, because the design and functioning of this machine is different. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).